Event description:
It was reported that patient underwent total knee arthroplasty in 2006. Subsequently, during revision procedure in 2008, screw from the femoral component was found floating and not attached to the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Due to extensive damage of the returned device, evaluation was inconclusive. This report filed on may 30, 2008.